Event description:
During evar on (B)(6) 2008, the physician placed a flex main body and two iliac leg grafts in a (B)(6) male who was narrow close to the hypogastric on the contralateral side. The final run showed a type I endoleak and there was some distance between graft placement and the most distal renal. The physician opted to place a main body extension. He did not reballoon at this time. The main body extension would not advance through the tortuous iliacs on the other side. The physician tried ballooning bilaterally with pressurized balloons and readvancing the cuff. In doing so, he displaced the graft on the contralateral side proximally and was still unable to place the cuff. He then decided to place another manufacturer's stent for the proximal endoleak and added another iliac leg graft on the contralateral side. The final run revealed no endoleak. Pt is fine.

Manufacturer narrative:
(B)(4). Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error during deployment. However, we have notified the appropriate individuals and will continue to monitor for similar events.